Event description:
The hcp reported that the pt presented to emergency room with "overdose issues" related to drug provided by compounding pharmacy. No further information regarding this event is available at this time.